Manufacturer narrative:
Patient information is not available for reporting. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Correction/removal reporting number is not applicable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an impactor for proximal femoral nail antirotation (pfna) blade has been under recall for a few months, facility was waiting for the replacement items to be delivered before removing them from the sets. The blue handle can detach from the instrument when hammered upon, this is what has happened during open reduction internal fixation (orif) intertrochanteric fracture procedure performed on (B)(6) 2017. There was no delay in surgery as the handle can be put back onto the shaft. The instrument is still functional but the blue handle pulls off the instrument, this is the reason for the recall. This report is for one (1) impactor f/pfna blade this is report 1 of 1 for complaint (B)(4).